Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp)was found to have a blood back. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: a contact person at the event site is (B)(6). A getinge field service engineer (fse) during preventive maintenance the cs300 intra-aortic balloon pump (iabp)was found to have a blood back. To fix the issue blood present in drain tubing, filter, vacuum reservoir, and compressor. The fst replaced all contaminated parts. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp)was found to have a blood back. There was no patient involvement and no adverse event reported.